Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings were incorrectly entered into the pump. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.